Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: implant date does not apply because the lens was removed during the same procedure. Section d6b - explant date: explant date does not apply because the lens was removed during the same procedure and has never been implanted. Section e1 - telephone number: (B)(6). Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the lens came out broke as being inserted. The lens is no longer present. Through follow-up we learned that the lens was removed and a new lens was implanted in the same procedure. No mention of lens resistance during lens preparation and insertion. No further information was provided.